Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found outer insulation abrasion was found at 4.2 ¿ 5.3 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device or feature of the patient's anatomy. Inner insulation was also found abraded in this location.

Event description:
This report is to advise of an event observed during analysis.